Manufacturer narrative:
The device was received for evaluation. During functional testing, constantly alarming upstream occlusion when none are present was not reproduced. A review of event history log revealed multiple occurrences of upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The unit was tested for upstream occlusions and it passed. The reported condition was verified. The ultrasonic sensor calibration values are within specification. The ultrasonic sensor calibration will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarmed upstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.